Event description:
It was reported that a user who had been disconnected from their insulin pump for an extended period reconnected to a dexcom g7 while the ilet was in bg run mode, initially received a warmup message followed by a ¿replace or stop sensor¿ prompt, then began receiving sensor glucose readings that were high; no alarms were reported and the pump was expected to deliver corrective dosing. Symptoms included hyperglycemia. Outcomes included the need for corrective insulin dosing by the system; there was no medical intervention outside of routine management and no hospitalization. Investigation included a review of device use and user-reported performance during reconnection and warmup. Investigation of this case revealed that hyperglycemia occurred after prolonged disconnection from the pump with uncertain contribution from cgm warmup behavior. It was concluded that the event was consistent with hyperglycemia of unclear cause with device performance resuming and corrective dosing in progress. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.